Event description:
It was reported that the user sought to return the ilet obtained via pharmacy but was informed it could not be returned and reported experiencing low blood glucose with readings in the 50 mg/dl with lack of control despite weekly trainer support, electing to discontinue ilet and cancel future pharmacy orders. Investigation of this case revealed no device malfunction or alarm activity and no identified device component issue, with the cause of hypoglycemia remaining unclear. Clinical symptoms included anxiety, shaking/tremors associated with hypoglycemia reported. Outcomes included glycemic excursions without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.